Event description:
It was reported that post-operatively a cardiac ablation procedure, the patient experienced an ischemic stroke one day after the procedure. The patient experienced temporary loss of motion on one side of their body. The patient was hospitalized for one week as a result of the event. The patient recovered 1.5 weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The clinical data returned from the field cannot be used to assess the reported event. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient experienced hemiparesis. A magnetic resonance imaging (MRI) was performed. The MRI showed multiple asymmetric and bilateral multifocal acute foci of infarction in the frontal, parietal, and occipital lobes in addition to the cerebellum. The case was completed with pulsed field ablation.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: sheath; product ID: non-medtronic product, product type: intracardiac echocardiography (ice) catheter; product ID: non-medtronic product, product type: mapping catheter; product ID: non-medtronic product, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.